Event description:
During pci the patient had one endeavor sprint drug-eluting stent successfully deployed at left main to lad. Approximately 6 months post index procedure coronary artery aneurysm (caa) was observed in the middle of the stent. It was also indicated that the stent had become mal-apposed. Antiplatelet agents were administered and at 12 month follow up caa was confirmed to have disappeared.

Manufacturer narrative:
Evaluation: results - (root cause could not be determined). Inherent risk of procedure (aneurysm). (B)(4).